Manufacturer narrative:
This complaint was originally reported on december 31, 2015 to covidien/medtronic and logged in the complaint handling system as (B)(4). The initial FDA report number 1018120-2016-00003 was submitted in january 2016 and the supplemental report number 1018120-2016-00003 was submitted in april 2016. The FDA contacted cardinal health in october 2020 requesting electronic resubmission of the initial and supplemental FDA reports. Case-2020 -00134603-1 was generated to complete the FDA's request. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and that there were no issues. All scheduled maintenance and calibration activities were completed on time. There were no related process or material changes related to the reported condition for this product or describe changes that occurred. A review of the machine setup was conducted and that there were no issues. Currently an observation of autobander machine shows the machine is operating within its validated ranges. Device history records were reviewed for changeover/ line clearance for proper set up and verification. All acceptance activities meet acceptance criteria. Sterilization records were reviewed an met the acceptance criteria. There was one open sample containing 5 unbanded element sponges returned with this complaint. The embossed band was not returned with this complaint. A count was performed for the returned sponges which verified that only 5 samples were present. The reported condition is confirmed. The most likely root cause is that when the sponges were manually placed in the formed tray the operator may have inadvertently grabbed an incomplete set of sponges. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, a scale system is set up to detect miscounts at the autobander process. The lot met all defined acceptance requirements and was released. A formal corrective and preventative action (CAPA) was initiated to address the miscount complaints for vistec products. During this CAPA, the off line banding equipment was discontinued. Reversal of the autobander trays were performed to tighten the bands. A compliant questionnaire was created for the complaint analysis are to ask specific questions related to the reported issue to allow the voice of the customer and provide responses to the plant. Implementation of this CAPA was performed. Another CAPA has been opened to optimize the autobander process in which a failure mode and effect analysis (fmea) will be updated to include this complaint code and identify the occurrence. This CAPA is currently in the investigation stage. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports only five raytecs in box and should be 10.